Event description:
Boston scientific received information that this right atrial lead exhibited noise and was observed to be fractured. The lead will be returned for analysis. The physician believed that the fracture was caused by clavicular crush and was confirmed through fluoroscopy. No report pacing inhibition greater than 2 seconds. This lead was explanted and was replaced with no issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 27.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractures. These damages can be considered to be the root cause for the clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.